Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery split in two. According to the rn it took 1 ½ hours to harvest the vein. Claim it might be possibility to dysfunction. A replacement device was used to complete the procedure. The hospital did not report any patient effects.